Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was 254 mg/dl and was treated by pump. No further information available.